Event description:
It was reported that the asymptomatic patient presented for follow up with inappropriate therapy during atrial fibrillation with rapid ventricular response. It was noted that a premature ventricular contraction brought the patient back to sinus rhythm. Programming changes were discusses, but were not made yet. The patient was in stable condition.